Event description:
Note: this manufacturer report pertains to one of two devices implanted into this patient during the same procedure. It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; other pain: stomach, buttock; painful intercourse; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury. Nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: cbd oil for pain management. Treatment duration: daily - approx 2021. On (B)(6) 2017 the patient commenced psychological medication: amitriptyline (50mg at night), pain medication: pevaatiapain (50mg at night), and pain medication: duloxitine (90mg in morning) for pain management. Treatment duration: daily - approx 2017. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) to assist with pain and pelvic floor. Treatment duration: few sessions. Additional information received as of september 16, 2022: an advantage fit system was used together with the upsylon y-mesh during a laparoscopic sacro-colpopexy + mid urethral sling advantage fit + cystoscopy procedure on (B)(6) 2017.

Manufacturer narrative:
Block a1: (B)(4). Block e1: this event was reported by the patient's legal representative. The implanting surgeon is: dr. (B)(6).

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; oth pain (stomach, buttock); pain inter; diff bowel; incont not pres; damage; psych nonsurgical treatments: on (B)(6) 2021 the patient commenced pain medication: cbd oil for the treatment of: pain management. Treatment duration: daily - approx 2021. On (B)(6) 2017 the patient commenced psychological medication: amitriptyline (50mg at night) for the treatment of: pain management. Treatment duration: daily - approx 2017. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to assist with pain and pelvic floor. Treatment duration: few sessions. On (B)(6) 2017 the patient commenced pain medication: pevaatiapain (50mg at night) for the treatment of: pain management. Treatment duration: daily - approx 2017. On (B)(6)2017 the patient commenced pain medication: duloxitine (90mg in morning) for the treatment of: pain management. Treatment duration: daily - approx 2017.